Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR's #1225714-2013-02964, 1225714-2013-02965, 1225714-2014-00369, 1225714-2014-00370, 2937457-2014-00204 and 2937457-2014-00205.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular and cerebrovascular events on or about (B)(6), 2011 and subsequently expired on (B)(6) 2011 after the use of the product.